Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a motor error on the insulin pump. Customer's blood glucose was 535 mg/dl. Customer had just received a replacement pump. Customer stated that they have not treated. Customer stated that they are able to rewind the pump. Customer was assisted with clearing the alarm and was advised to disconnect from the pump. Customer stated that the alarm has not occurred more than once in the last 30 days. Troubleshooting was performed and it was found that the insulin was coming out back and not the front end. Customer stated that she can't push it. Customer was advised that the alarm may have been related to a connection issue. Customer was advised to change out the entire infusion set. Customer was assisted with resetting the fixed prime. Customer was advised to monitor the pump.